Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint of a cracked weld. Per the initial evaluation, the left side frame had metal torn away from the weld at the bottom rear. An expanded evaluation was performed. The expanded evaluation report confirmed that there was a broken weld at the bottom of the back cane. However, the underlying cause could not be determined. Only the side frame was returned, so the complaint of the wheel locks not holding could not be confirmed. Fields were updated accordingly.

Event description:
Consumer states that the chair has a cracked weld where the wheel attaches to the frame. Consumer stated that his wheel locks are not holding the chair .

Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Consumer states that the chair has a cracked weld where the wheel attaches to the frame . Consumer stated that his wheel locks are not holding the chair .